Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found in error log, the (c-00) error was found several times, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted total gastrectomy surgical procedure using an xi system, and before surgical port placement, a nurse reported erbe errors c-00, c-82, and c-83, which prevented the system from delivering energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed him to power down and restart the erbe unit and the whole system, but these steps did not fix the problem. Since another da vinci system and a valleylab generator were not available, the team switched to traditional laparoscopic surgery instead. There was no known impact to the patient.